Manufacturer narrative:
Medwatch sent to FDA on 9/20/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported they injected a patient in the cheeks and lips with two syringes of juvederm ultra plus xc. Immediately after injection in the lower lip, there was a "compromise to the circulation of the lip; it became blanched." Injector believes symptoms were "probably not" related to the product, but instead due to "either vascular injection or extra vascular or occlusion or vasospasm." Patient was given an injection of vitrase, warm compresses and the area was massaged as treatment. The symptoms resolved the same day.

Manufacturer narrative:
Medwatch sent to FDA on 8/17/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of a "compromise to the circulation of the lip," "it became blanched," and ¿either vascular injection or extra vascular or occlusion or vasospasm¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: the product must not be injected into blood vessels. Introduction of juvéderm ultra plus xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur precautions: the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies. Health care professional instructions if immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with american society for dermatologic surgery guidelines, which include hyaluronidase injection."

Event description:
Healthcare professional reported they injected a patient in the cheeks and lips with two syringes of juvederm ultra plus xc. Immediately after injection in the lower lip, there was a "compromise to the circulation of the lip; it became blanched." Injector believes symptoms were &#62482;"probably not" related to the product, but instead due to &#61769;"either vascular injection or extra vascular or occlusion or vasospasm." Patient was given an injection of vitrase, warm compresses and the area was massaged as treatment. The symptoms resolved the same day.